Event description:
It was reported that during a trauma procedure, possibly for a gun shot wound, the staples deployed, but did not form. The surgeon had to over sew the staple line. There were no adverse consequences for the patient. The device will not be returning.

Event description:
In a conversation with the surgeon, he remembers this case well. It unfortunately was an elderly man who had fallen from his rooftop and suffered multiple severe intra-abdominal injuries and was not found for several hours and perhaps as long as one day. Therefore, at the time of original surgical exploration, he was already suffering from severe septic shock and adrenal insufficiency. A tlh90 stapling device was used for its speed to close a large traumatic gastrotomy along the greater curve of the stomach. The surgeon informed that the staple line was well formed and intact; however, during other aspects of the surgical intervention, he noted that the entire staple line had "dehisced." He mitigated that problem by oversewing the injury. The patient survived for a stormy eight days but had to be returned to the operating room where it was discovered that he was suffering from severe mucor fungal peritonitis which had digested much of the stomach and the left hemi-diaphragm. He did not survive this heroic intervention. The surgeon does not believe the staple line dehiscence contributed to this patient's demise nor can he offer any specific insights into why the well formed staple line failed at the initial operation.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: the surgeon dialed the device to 2 and it sounded and acted as expected. On what tissue type was the device used? At what location on the tissue? Stomach. Where in the green zone was the device fired?? Dialed to 2 ¿ yes in green. Were any difficulties encountered when closing on the tissue? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Staples were not formed. Was there a recent conversion to ees devices in this account or with this surgeon? No. [Resident who fired device] said it was the one and only fire of device. No other staplers used. Hand sewn. Push pin properly placed. No loud unusual noise. Not across any clips. Stapling hole in cardia of stomach. No buttressing. The tissue was held properly before firing across the hole. [Surgeon] needed a 90mm staple line only wanting to do one fire across whole. He said since he was not resecting the stomach that a 100mm tlc wasn't an option nor firing the echelon 60a twice. Wanted to use a stapling only device and fire once. For clarification: patient had traumatic injuries, which required the surgical procedure, and were not a result of the surgical procedure. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event is being considered not reportable.